Manufacturer narrative:
(B) (4). The ge service rep checked the system and found the cable that caused the troubles. He checked the cable, found some wires that had been cut so he replaced the parts. The system began to work normally.

Event description:
The customer reported that the fluoro images did not display on the monitor. No patient injury was reported.